Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user contacted support requesting target adjustments and education due to recurrent low glucose, with a documented cgm value of 67 mg/dl overnight and a subsequent return to 158 mg/dl later the same day. Symptoms included hypoglycemia with sleep disruption. Outcomes included user concern and a scheduled training session for troubleshooting and education. Investigation included review of device-reported glucose data and case assessment. Investigation of this case revealed no device malfunction reported and an unclear cause of hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.